Manufacturer narrative:
(B)(4)the cause of the alarm was reported to be a disconnection however the cause of the disconnection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four in peritoneal dialysis. The patient was not connected at the time of the alarm. The patient had become disconnected while they were sleeping. The technical service representative advised the care giver to cap off the patient line. The technical service representative assisted the care giver in removing the cassette and reviewed proper procedures. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.